Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 500 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual injection and bolus using insulin pump. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing and tightness in chest. Customer stated that insulin pump alleged under delivery. Customers stated that drive support cap was protruded. The insulin pump will be returned for analysis and the other device will not be returned for analysis.